Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for micrococcaceae (1cfu / endoscope). The testing result cleared the french guideline. In the evaluation, ofr found that the glue of the bending rubber was worn and torn, the angulation was low and had play, there was the insulation problem. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; january 7th, 2021]. -instrument channel: micrococcus luteus and corynebacterium. (The total cfu of the micrococcus luteus and corynebacterium is >25 cfu/endoscope.) -suction channel: micrococcus luteus and corynebacterium. (The total cfu of the micrococcus luteus and corynebacterium is >25 cfu/endoscope.) -air/water channel: micrococcus luteus (>25 cfu/endoscope). [Second time; january 12th, 2021]. -air/water channel: stenotrophomonas maltophilia (20 cfu/endoscope) and micrococcus luteus. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.